Event description:
Pt infused rituxan in the home care setting on (B)(6) 2016. Visiting nurse confirmed that pt was stable prior to leaving. On (B)(6) pharmacy was informed pt has expired due to respiratory issues - date of death/event is unk.